Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. When the box was opened, the aluminium foil package was crushed and damaged. The suture was exposed and the needle was hanging out of the aluminium foil pack. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. One packet was torn open and the suture and tray were badly damaged. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.